Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
Revised a right side series ii liner for cup 50/52 and metal 28+0 head due to poly wear. He changed to a 32 liner and head.

Event description:
Revised a right side series ii liner for cup 50/52 and metal 28+0 head due to poly wear. He changed to a 32 liner and head.

Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the ap x-ray show a pressfit right tha. The femoral head is located eccentrically in a superior position. This is consistent with wear of the polyethylene liner. Liner wear in a pressfit tha is confirmed. No documentation was provided regarding revision of this implant so this cannot be confirmed. The root cause of liner wear cannot be determined from the limited documentation provided. Should further information become available I would be happy to further this assessment." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear of the liner. A review of the provided medical records by a clinical consultant indicated: "the ap x-ray show a pressfit right tha. The femoral head is located eccentrically in a superior position. This is consistent with wear of the polyethylene liner. Liner wear in a pressfit tha is confirmed. No documentation was provided regarding revision of this implant so this cannot be confirmed. The root cause of liner wear cannot be determined from the limited documentation provided. Should further information become available I would be happy to further this assessment." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.